Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. A review of the technical service onsite history was reviewed for the system. A service record relevant to the reported complaint was found. Service record was opened to address the reported event. A company representative performed an on-site assessment and was unable to confirm or replicate the reported event. As a preventative measure, the company representative cleaned the aberrometer, then found the system to meet company specifications per service test procedure (stp). Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the suspected toric lens did not shown correct calculations (inaccurate measurements) in the right eye of a patient in the unknown timing during cataract intraocular lens implant surgery.